Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Review of received information and photos: on-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. Maintenance kit including nozzle unit was found defective and its replacement solved the issue. The defective parts have been requested for further investigation but has not yet been received.